Manufacturer narrative:
Combination product: yes.

Event description:
This lead was capped due to lead pin pulled off of lead during device change. Should additional information become available, this file will be updated.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. We were notified that the rest of this lead was explanted on (B)(6) 2026. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.